Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. With tac guidance, the reporter tested the device in different towers, compared it with other scopes, inspected the connector for damage, and reviewed remedial measures taken. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 error code (scope communication error) during inspection for use involving an olympus colonovideoscope. There was no patient involvement.